Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon device was used in the ureter in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst. It was reported that a piece of the balloon was removed from the ureter and it was also noted that the end of the balloon wire was frayed. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Correction: block h6 (device code) block h10 block h6: problem code 1074 captures the reportable event of balloon burst. Problem code 2907 captures the reportable event of balloon detached. Problem code 2907 captures the reportable event of balloon tip detached. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon device was used in the ureter in a procedure perforned on (B)(6), 2020. According to the complainant, during the procedure, the balloon burst. It was reported that a piece of the balloon was removed from the ureter and it was also noted that the end of the balloon wire was frayed. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.